Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having balloon kyphopl asty combined with percutaneous pedicle screw (pps) therapy for osteoporotic vertebral fracture (ovf). It was reported that during the procedure, an issue occurred where the driver could not fit with screw. A new driver of the same size was opened. Upon checking after the procedure, it fit correctly. Screw was never implanted. There was a delay of less than 60 minutes in overall procedure time and there were no patient symptoms reported. There were no further complications reported regarding the event. Additional information received that the screw was not fit properly when it was attached to the driver outside the surgical field.

Manufacturer narrative:
H3: product analysis # (B)(4): part # 55750015530, lot # h5940577 visual inspection did not reveal any damage to the screw. Functional inspection confirmed the bone screw was able to be engaged with a sample driver without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the new screw of same size was opened, not the driver. There was no allegation against driver.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.